Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration') and uterine perforation ('uterus perforation/ migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. On (B)(6) 2014 patient underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration'), uterine perforation ('uterus perforation/ migration') and salpingitis ('one fallopian tube with fimbrial hemorrhage and focal acute inflammation') in an adult female patient who had essure (batch no. B59562,b59454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute vaginitis, coital bleeding, rectal bleeding, fatigue, daytime sleepiness, cesarean section, nausea, adenomyosis, grand multiparity, perineal pain and menorrhagia. Previously administered products included for an unreported indication: depo provera., diflucan, zofran, meclizine and medroxyprogesterone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, salpingitis and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma, salpingitis, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2013. Three trailing coils present from the right ostia, 3 trailing coils from the left ostia. Patient received treatment for pain, abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. On (B)(6) 2014 patient underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: complete blockage of both fallopian tubes with no spillage in both adnexa as described. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: salpingitis. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event one fallopian tube with fimbria haemorrhage and focal acute inflammation added and made medically significant and intervention required due to surgery. Reporter, lot number, medical history, historical drug, lab test and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration'), uterine perforation ('uterus perforation/migration') and salpingitis ('one fallopian tube with fimbrial hemorrhage and focal acute inflammation'). In an adult female patient who had essure (batch no. B59562-inv,b59454), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: acute vaginitis, coital bleeding, rectal bleeding, fatigue, daytime sleepiness, cesarean section, nausea, adenomyosis, grand multiparity, perineal pain and menorrhagia. Previously administered products, included for an unreported indication: depo provera, diflucan, zofran, meclizine and medroxyprogesterone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, salpingitis and psychological trauma outcome was unknown. And the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma, salpingitis, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted, essure insertion date as per mr is (B)(6) 2013. Three trailing coils present from the right ostia, 3 trailing coils from the left ostia. Patient received treatment for pain, abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. On (B)(6) 2014, patient underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, complete blockage of both fallopian tubes with no spillage in both adnexa as described. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: salpingitis. Batch no: b59454, production date: 2013-07-26, expiration date: 2016-07-31. Lot number#: b59562 is not valid. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021, update of information (batch is not valid); on 6-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration') and uterine perforation ('uterus perforation/migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2014 patient underwent essure confirmation test. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: case is upgraded to serious incident. Previously reported event "injury to herself" updated to " pain", events- "abnormal bleeding, psych injury, uterus perforation, bladder problems, fallopian tube perforation, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.